Manufacturer narrative:
The product information was not provided. The manufacture date was not determined. Lancets/ lancing devices are not 510(k) cleared.

Event description:
A (B)(6) nurse accidentally scratched herself with a used lancet from the microlet2. After doing so, she followed hospital protocol and will be tested 3 times over the next 6 months.